Event description:
Pt had mitral valve replacement on (B)(6) 2017 and returned to the hospital on (B)(6) 2017 with a left ventricular pseudoaneurysm which required surgical removal of the valve on (B)(6) 2017.